Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient presented for protocol scheduled 45 day follow up visit, and transesophageal echocardiography (tee) imaging revealed a laminar thrombus on the closure device measuring 0.6cm. The closure device was noted to have a complete seal with no device leaks noted. The patient was taken off plavix medication and was prescribed to start taking eliquis 5mg twice a day along with aspirin. A repeat tee will be completed in three (3) months.